Event description:
It was reported that when the patient experienced stomach flu symptoms, that it ¿was probably from withdrawal.¿

Event description:
It was reported that a motor stall occurred with no motor stall recovery recorded. The pump logs revealed multiple motor stalls and recoveries. The final stall occurred on (B)(6) 2012 and had not recovered as of the date of this report. The patient experienced an increase in pain and stomach flu and had not heard the alarm. It was noted that the patient may not be able to hear the alarm. The drug being used in the pump was hydromorphone. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information further reported that the first motor stall shown on telemetry occurred on (B)(6) 2012. It was confirmed after the last motor stall, that the pump did not recover and the cause of the stall was unknown. After the last stall occurrence, as previously noted, the pump was set at minimum rate mode and the dilaudid was reduced to 0.0061 mg/day. It was later indicated that the pump was replaced and that the patient was kept over-night for observation. It was noted that the patient was due for another refill in november and that there was no patient injury.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), explanted: (B)(6) 2012, product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).